Event description:
When the physician tried to manipulate the reprocessed catheter in the body to its appropriate curve/curl, it would not form properly and had a flat spot in it. The catheter was removed and a new catheter was inserted and worked properly.